Event description:
It was reported that a routine pump replacement was performed on (B)(6) 2013. The pump was connected to the catheter and the physician was getting ready to close the incision. The patient was mildly sedated and reached up with his hand and it looked like his hand touched the incision and contaminated the field close to the incision. They washed the wound out and used betadine. It was believed "extra antibiotics" were administered. It was also noted that when the old pump was removed they found two holes in the catheter; therefore, the catheter was revised. The drug dose was decreased from 9mg/day to 3mg/day to reflect a possible decrease in dosing due to holes in catheter. The pump was delivering morphine and an unknown medication, possibly bupivacaine. It was later reported the patient touched the pump. The physician washed the pump as best he could, sterilized it and implanted the pump. The infection control department was contacted. The patient was started on keflex antibiotic and they planned to monitor the patient. It was confirmed the pump replacement was due to normal battery depletion. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).